Event description:
Reporter stated the blood glucose monitor provided questionable bolus advice. The patient experienced hyperglycemia of 18.0 mmol/l (324 mg/dl). A 0.6 unit correction bolus was delivered as there was no active insulin. His blood glucose was 19.6 mmol/l (352.8 mg/dl) 80 minutes later, and the blood glucose monitor displayed an active insulin amount of 1.8 units, despite no additional insulin being delivered. A 0.4 unit bolus was programmed, but this was not successfully delivered due to a communication issue. The blood glucose monitor was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The blood glucose meter was returned for evaluation. The investigation unit (iu) manually reviewed the meters memory and observed that the meters displayed bolus data that was out of sequence with reference to bg data. Iu only observed an out of sequence value between (B)(6). This behavior can occur if the customer performs actions on the meter before synchronizing to the pump even if a particular bolus was delivered with the meter acting as a remote control for the pump. Bolus deliveries programmed using the meter as a remote control are not automatically logged in the diary. It was concluded that the meter is functioning as intended and the customer was using the meter as a remote control for the pump and performed bg tests afterward before synching the pump to the meter. Additional analysis was performed on the returned meter due to the customer allegation. The iu observed through a review of the customer's meter shows that the user changed their insulin sensitivity value from 0.3u/6 mmol/l to 1.0u/ 5.9mmol/l after the user delivered the 0.6 u insulin delivery as stated in the allegation. This change in insulin sensitivity caused the increase in active insulin from 0.6 u to 1.8 u since the insulin is now more effective in lowering blood glucose. It should also be noted that the offset time of the insulin was set to 60 minutes so the insulin delivered was almost fully in effect at the time of the second test (3 minutes of the insulin had delayed). Based on this information, the active insulin of 1.8 u as alleged by the customer is accurate given the current insulin on board and settings at the time bolus advice was provided. The customer#s allegation was not observed during the investigation of the returned product. This case is set to not verified based on the iu investigation of the customer's allegation.